Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Three attempts were performed to obtain additional information, but no response was received from the customer.

Event description:
It was reported the rigid video scope had a communication error (e226). There was no patient harm reported.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, the scope communication error was due to the video cable being broken. However, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid video scope had a communication error (e226). There was no patient harm reported.